Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by failure to use the device properly and in accordance with the user guide and device training by not consistently announcing meals and over-treating hypoglycemia, indicated by periods of prolonged hyperglycemia as well as hyperglycemia following hypoglycemia. Both of these behaviors can contribute to the risk of hypoglycemia. There is evidence of excessive meal announcements on the event date as well. The user received additional training from cds and the ilet was factory reset.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user's wife checked their bg with a blood glucose meter (bgm), which read 30 mg/dl, while the dexcom g7 continuous glucose monitor (cgm) showed 52 mg/dl. The user was unaware of how long their bg levels were low as he slept through the alarms. To correct the low, their wife, who woke them up, gave them 3 mg of basqimi nasal spray and a half cup of apple juice and called emergency medical services(ems). By the time ems arrived, the user's bg was in the normal range. The user reported feeling tired during the event and no other health effects.